Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488, lead, implanted: (B)(6) 2009; 694765, lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found and no issue was identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fungal infection, infected system and vegetation was observed on the leads. The implantable cardioverter defibrillator (ICD) was removed. No further patient complications have been reported as a result of this event.